Event description:
Information was received indicating that during bench testing of this smiths medical cadd cassette reservoir underdeliver was observed. No patient involvement reported.

Manufacturer narrative:
Additional information d10, h3, h6. Device evaluation: a sample was returned for investigation. A visual inspection was not documented. During functional testing, the sample was fully priming and connected without difficultly, the pump was set running and the alarm was not activated. Per delivery accuracy test results, the failure mode was not confirmed. The root cause cannot be established. No actions taken were performed since the complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.